Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable was severed and missing. The root cause for the strained and missing cables was excessive force. No adverse event resulted from the defective electrode belt. Manufacture dates: monitor 12/19/2012, electrode belt 10/15/2014.

Event description:
During servicing of a monitor and electrode belt that were returned for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was unable to communicate with an electrode belt and electrode belt sn (B)(4) had a damaged cable.